Manufacturer narrative:
The patient's discharge summary was provided; however, the reason for the valve-in-valve procedure was not listed. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event remains indeterminable with the available information. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a bioprosthetic aortic valve, implanted for 19 years and six (6) months for unknown reasons. A tavr was performed using an edwards transcatheter valve. Postoperative echo showed good function of the valve. The maximum gradient across the valve was 28 mmhg with a mean gradient of 16 mmhg. This (B)(6) year old male has a history of tetralogy of fallot status post repair. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: the carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. There was no indication or allegation of a device deficiency contributing to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Additional patient medical records were received and it was learned that this patient with a bioprosthetic valve, implanted for 19 years and six (6) months, underwent a valve-in-valve procedure due to pulmonary stenosis and regurgitation. An edwards transcatheter valve was implanted in the pulmonary position within the pre-existing surgical valve. Angiogram showed the valve was in excellent position and very trivial pulmonary valve insufficiency. Postoperative echo showed good function of the valve. The maximum gradient across the valve was 28 mmhg with a mean gradient of 16 mmhg. The patient was discharged on pod #1. This (B)(6) year old male has a history of tetralogy of fallot status post repair.